Event description:
Reporter stated that a zimmer knee was implanted in his left knee on (B)(6) 2004 at the (B)(6) medical center, (B)(6) by dr (B)(6). He believes this device is made out of lead which now causes blood poison in his body and makes him forgetful. He is currently getting ready to be tested for blood toxicity.